Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined

Event description:
It was reported that the asymptomatic patient presented with post-paced t-wave oversensing via merlin.net. The oversensing was noted on a stored egm. The programming changes will be discussed with the physician. No additional information was available.